Event description:
The device was deployed 5mm lower than desired and a proximal type I endoleak was noted. Also, the occluder did not get a good seal in the left common iliac artery. The dr felt that the endoleak would resolve after anticoagulation is reversed, but the leak at the occluder required ligation of the left common iliac.